Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyze failed to provide instrument differential flags on a sample that was found to have blasts by manual review. The manual differential indicated 44% myeloblasts which the lab considered the correct results. The erroneous results were not reported out of the lab. There was no death or injury and patient treatment was not affected.

Manufacturer narrative:
The specimen was collected in an edta, 3ml bd tube. Qc was within limits before and after the event. A field service engineer (fse) was not dispatched for this event. Raw data analysis revealed the sample shows abnormal lymph population, but there is no blast flag at the default flagging level setting. The algorithm sets lymph blast flag in the highest level setting. The sensitivity of the flagging had been determined based on historical development database.